Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was discarded. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are known events addressed in the product labeling.

Event description:
Healthcare professional reported having injected a patient in the smoker's lines area/vertical lip lines with juvéderm volbella® xc and the injection site turned white and the patient experienced an ischemia reaction. The hcp dissolved with hyaluronidase. The event resolved on the same day.